Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the rectal vein using pod packing coils (pod pcs) and a micro-balloon catheter. During the procedure, the physician gave up injecting monoethanolamine and proceeded to implant two non-penumbra coils and one pod pc. While advancing the next pod pc approximately ten centimeters into the micro-balloon catheter from the hub, resistance was encountered. The pod pc was retracted and re-advanced; however, the same issue occurred. Therefore, the pod pc was removed. The procedure was completed using nine additional pod pcs, three ruby coils, two other coils, and the same micro-balloon catheter. There was no report of an adverse effect to the patient.